Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 298 mg/dl at the time of the call. The customer used sugar water to treat. The customer was wearing the insulin pump during the incident and states the pump was over delivering. The customer went off the pump on (B)(6) 2018. Troubleshooting was not completed as their doctor lowered their basal rates. Customer was treated by paramedics 4 times for lows. The insulin pump will not be returned for analysis.